Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 195 mg/dl at the time of the call. The customer stated the issue may have been caused by heat. The customer could not clear the screen of the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was also received with a peeling keypad overlay, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.